Event description:
The patient reported that she has a type of seizure (described by the patient as ¿alice in wonderland seizures¿) which is happening more recently. Patient reported that, per her physician, there is no cause identified. No additional or relevant information has been received to date.